Manufacturer narrative:
The customer alleges that "pressure infusion bags are not holding pressure once inflated." Affected product was returned. Visual inspection and functional testing was performed on the affected product and no issues with the product have been identified.

Event description:
The customer alleges that "pressure infusion bags are not holding pressure once inflated." No other details were provided and no patient injury/harm reported.